Event description:
Dealer states that the weld under the plate where the longest legs connect to the plate, it has disconnected on one side. Purchased by patient (B)(6) 2014. Quad cane with invacare grip - medium. Original order (B)(4).